Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been having high blood glucose since (B)(6) 2017. Her blood glucose has been in the 600 mg/dl range. The patient had been treating via insulin pump boluses. The customer also mentioned that her insulin pump alarmed button error. The up and down arrow keys were not responding as well. The customer did not recall significant events leading to the keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had unresponsive up button response due to an unlocked lcd keypad connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify vibration and suspend anomaly due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.